Event description:
Patient reported her ms3 pump serial number, (B)(4) maintenance date 10/2019 is malfunctioning and that it states "fill cannula," but it is not enabling patient to do so, the other pump is functioning, but is overdue for maintenance. Sending 2 replacement pumps to patient. No other information known. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by: patient / caregiver.